Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was not providing audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and could not verify or duplicate any of the reported issues. The root cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was not providing audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.